Event description:
As per problem statement: when checking the permeability of the path with the syringe, the metal part of the kit exteriorized from the sheath. The repair was impossible due to the glue at this level. Clamping of the track was taken as precautionary measures. Then, the physician change of central venus line. Additional information received: the device was implanted in (B)(6) hospital on (B)(6) and the patient was transferred to (B)(6) hospital on (B)(6). Later, the patient pulled out the catheter. The physician (who had worked in (B)(6)) repaired it with a repairing system from another manufacturer, in order to wait for the delivery of the repair kit on (B)(6). On (B)(6), the physician repaired the catheter with the cook repair kit. However, there was an issue with the cook repair kit. The metal part of the kit exteriorized from the sheath due to the glue at this level. The physician clamped the catheter and decided to remove it.

Manufacturer narrative:
(B)(4). The event is currently under investigation.